Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the blade could not stop rotating after the device cut the myoma. The blade stopped with grasping the trigger several times. Another like device was used. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05433. The same patient is represented in each medwatch.

Manufacturer narrative:
The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade stopped rotating when the trigger was released. The device operated as intended during evaluation.